Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump exhibited premature battery discharge, with the user charging to full and experiencing depletion to approximately 30 percent by the end of the next workday, consistent with a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided through the ilet mobile app data synchronization. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.